Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; that during the surgery on (B)(6) 2013 the threaded screw connection broke as a result of wear of the instrument. It was reported that the surgical technique was followed in all steps. It was further reported that the surgery was prolonged by 15 minutes; the surgery was completed by second set of instruments. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. The device was received and is currently in the evaluation process. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. (B)(4). Placeholder.